Manufacturer narrative:
A beckman coulter field service engineer was dispatched. The field service engineer (fse) replaced the tubing assembly to resolve the "cc cuvette not dry" error and leak issue. Fse performed alignments, calibrated, and verified instrument. No further leaks were observed. (B)(4).

Event description:
A customer reported to beckman coulter (bec) technical support that their unicel synchron access clinical system generated "cartridge chemistry cuvette not dry" errors. Upon troubleshooting, with the assistance of technical support, the customer found fluid leaked under reagent probe a. The operator wore personal protective equipment consisting of gloves and a lab coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.